Event description:
It was reported that during setup after a factory reset and reconnection to a compatible continuous glucose monitor (cgm), the user could not visualize drops during the fill tubing step, noted an insulin odor, removed the cartridge, and observed insulin leaking from the bottom of the cartridge. The user then completed setup, entered weight, initiated automated therapy, and later performed a supply change independently. No reported symptoms. Outcomes included no injury, no hypoglycemia, no hyperglycemia, and no medical intervention or hospitalization. Investigation included troubleshooting and education, confirmation of setup completion on the device, and user-led supply replacement. Investigation of this case revealed a suspected cartridge leak consistent with a cartridge or connection integrity issue during filling, with no device alarm or systemic malfunction observed and no additional component failures reported. It was concluded, based on previously established findings for similar reports, that the cause was a probable product-use or cartridge integrity issue leading to leakage during the fill process.